Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Patient reported difficulty with insertion. After deployment, patient pulled out the applicator and sensor wire and needle detached from applicator. No medical intervention was required.